Event description:
Boston scientific received information that this device tripped elective replacement indicator (eri) with a monitoring voltage of 2.55 v and a charge time of 14.8 seconds. Boston scientific technical services (ts) discussed that the patient should have 90 days until the device reaches end of life (eol). No adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted an replaced due to battery depletion. No adverse patient effects during the procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. Reviewed the memory log and found that this device declared elective replacement indicator (eri) and the last battery voltage measurement prior to explant was 2.55 volts and the charge times are about 15 seconds. This is under the extended charge time limit for mid-life while implanted. Verified that all pacing, sensing, and shocking functions were available per bench top testing. The device was explanted for normal battery depletion.